Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a lost sensor, weak signal and sensor error alarms. Customer's blood glucose was 563 mg/dl, which was treated with bolus delivery. During troubleshooting, it was found that sensor was expired. Customer was advised to change sensor.